Event description:
Customer reported an issue with the battery and stated that the insulin pump had a blank display multiple times. Customer also stated that they received a failed battery test alarm. Customer's blood glucose reading at the time of the call was 90 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had a blank display due to corroded battery cap contact. Insulin pump received with normal operating currents, no unexpected failed battery test alarm noted. Insulin pump had a cracked battery tube threads and reservoir tube lip.